Manufacturer narrative:
This product is not marketed in the us. (B)(4) significant reduction of irido-corneal angles, secondary surgery, lens exchange. This report was initially submitted on 06-mar-2018 with the incorrect MDR number 2023382-2018-00302. The report is being resubmitted per FDA request under correct MDR number 2023826-2018-00302. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -17.0/+1.0/109 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. The lens was removed on (B)(6) 2018 due to excessive vaulting significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the product was returned dry, in a micro-centrifuge vial with clear surgical residue and debris on product. Visual inspection found the lens haptic bent, missing a piece of haptic and residue on the lens surface. (B)(4).